Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box dated from (B)(6) 2015. There were no motor "rewind" errors observed in black box or alarm history. The pump powered on with the returned battery cap and was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. Multiple ¿load step¿ functions were performed with no ¿rewind¿ issues observed. The motor was able to fully rewind. There was no evidence of debris inside the cartridge compartment or inside the pump when the pump case was removed. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/16/2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.